Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the system was brought in for a case, the gantry would close around the patient but the pendant was showing the door was still open.  The issue happened twice in a row, so the system was rolled out of the room and grabbed a new system.

Manufacturer narrative:
No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported: there was a reported delay of 15 minutes and no reported impact to patient outcome.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Adjusted door sensor and invalidated home, and issue was then resolved. D11) related component kit svc o2 bi71000166 cable door sw assy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.